Event description:
Pt had dialysis catheter inserted on 6/01. Slit developed in the external lumen, the catheter was exchanged over the wire with a new one. The procedure was well tolerated. Info received from complainant per pt's medical records.